Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/15/2022. Component code: g07002 no device problem found. Investigational summary: an opened box with sixteen packets of product code z1924e was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needles were intact and no damages, breakage on the body, tip, or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle it retrieved during the same surgical procedure? All parts of the needle have been recovered. Was there any additional tissue damage as a result of searching for the needle piece? No. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. What is the most current patient health status and condition? Was an oncological patient operated in urgency dying due to a heart attack after surgery. Procedure date? (B)(6) 2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-01039. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture was used to suture midline abdomen (fascia of rectus muscles), and closure of the abdomen at the end of the operation. During suturing, the needle broke into two pieces. No adverse patient consequences were reported. Additional information was requested